Manufacturer narrative:
Patient identifier: (B)(6). Initial reporter facility name: (B)(6) private clinic.

Event description:
(B)(6) clinical study. It was reported that vessel occlusion occurred. The subject was enrolled in the (B)(6) clinical study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in right superficial femoral artery (sfa) with 75% stenosis. The lesion was 80 mm long with a proximal reference vessel diameter of 4 mm and distal reference vessel diameter of 4 mm and was classified as tasc ii a lesion. The target lesion was treated with pre-dilatation and placement of 6x60x130mm innova study stent. Following post dilatation, residual stenosis was 0%. On (B)(6) 2018, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, the subject was symptomatic in the right superficial femoral artery. Angiography and revascularization were performed to treat the event. On (B)(6) 2020, the event was considered recovered/ resolved.

Manufacturer narrative:
A1: patient identifier: (B)(6). E1: initial reporter facility name: (B)(6).

Event description:
Eminent clinical study. It was reported that vessel occlusion occurred. The subject was enrolled in the eminent clinical study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in right superficial femoral artery (sfa) with 75% stenosis. The lesion was 80 mm long with a proximal reference vessel diameter of 4 mm and distal reference vessel diameter of 4 mm and was classified as tasc ii a lesion. The target lesion was treated with pre-dilatation and placement of 6x60x130mm innova study stent. Following post dilatation, residual stenosis was 0%. On (B)(6) 2018, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, the subject was symptomatic in the right superficial femoral artery. Angiography and revascularization were performed to treat the event. On (B)(6) 2020, the event was considered recovered/ resolved. It was further reported that the subject underwent angiography exam at right sfa which revealed in-stent stenosis at two sites (the more proximal being more severe). On (B)(6) 2020, the 6% stenosis in right proximal sfa which was 6 mm long with reference vessel diameter of 6 mm was treated with 6 mm percutaneous transluminal angioplasty (pta) throughout the stent, resulting in 6% final stenosis. Post intervention, good results were noted with runoff being preserved. No complications were noted. On (B)(6) 2020, the event was considered recovered/ resolved.